Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that the patient was admitted with deteriorating symptoms and spontaneously high impedance on contact 2 of >30,000 ohms. This event occurred after the implantable neurostimulator (ins) replacement in (B)(6) 2015. The adaptor was replaced which showed no signs of "mis-connection" or injury. The impedances were now normal with the new adaptor. The indication for use included parkinson's disease. If additional information is received, a follow up report will be sent.